Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed some of the electrical tests performed. The residual gas analysis test revealed results above the test limit. The failure of this intracochlear stimulator device was caused by the loss of hermetic seal, which was concluded from the assessment of the residual gas analysis test data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.